Event description:
It was reported that (1) device was used during a laparoscopic nephrectomy. It was reported by the rep that the er420, upon placing the 3rd clip on the renal artery, the clip scissored and tore the vessel. The pt was then converted to an open case. The pt lost 1800cc of blood and pt's vessel was tied off with sutures to complete the case. The pt also was hospitalized an extra 2 days.